Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that when the physician slit this catheter down to distal end where the color changes, the cutter got stuck. The physician was not able to slit the whole catheter and had to leave part of the catheter. The catheter will not be returned as the facility threw everything away. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that when the physician slit this catheter down to distal end where the color changes, the cutter got stuck. The physician was not able to slit the whole catheter and had to leave part of the catheter. The catheter will not be returned as the facility threw everything away. No additional adverse patient effects were reported.